Event description:
A past low blood glucose event was reported by the customer, with the lowest level recorded at 44 mg/dl. Low bg cause was unknown. The customer treated the condition by consuming carbohydrates. Technical support advised the customer to consult with a healthcare professional to discuss possible factors affecting blood glucose levels, and the customer acknowledged this recommendation.

Event description:
A past low blood glucose event was reported by the customer, with the lowest level recorded at 44 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer treated the condition by consuming carbohydrates. Customer updated their pump settings to address the event.